Event description:
It was reported that the patient experienced return of symptoms. On (B)(6) 2014 the patient¿s spasticity worsened for a day and the patient became very anxious about the symptom. The patient also experienced constipation. The patient believed a dose increase caused the symptoms. The patient would not allow any troubleshooting and wanted the pump removed. Pump explant surgery was scheduled for (B)(6) 2014 and the healthcare provider (hcp) was weaning the patient¿s dose. The patient was prescribed oral baclofen as well as oral clonazepam. The hcp did not think the patient was a good candidate for the pump from a psychological perspective. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump would not be returned. It was also noted that following explant, the patient was doing ¿perfectly well¿.